Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system was replaced with a 4.0 cm cuff, pump, and (B)(4) balloon. (B)(4) has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.